Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that they experienced high blood glucose level of 533 mg/dl. Customer's wife stated that the insulin pump received insulin flow block alarm earlier and now they had high blood glucose after changing infusion set. Customer also stated that the cannula was bent at the infusion set. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer felt ok to troubleshooting high blood glucose level. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with bolus via insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. Customer declined to continue for insulin pump's troubleshooting. Customer was not insisted on the insulin pump replacement. The insulin pump was not returned for analysis.